Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and exhibited high pacing threshold. This rv lead was explanted and was replaced. This rv lead is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.